Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the failure was isolated to the computer/analog (c/a) board and the defibrillator pca. Connector j1000 on the c/a board was contaminated with debris. Resistors r781 and r45 on the c/a board were open, and voltage regulator v1 and transistor q10 had resistances below tolerance. The root cause for the defective components was unable to be positively identified. Device evaluation of monitor sn (B)(4) is underway. The reported problem (adjust belt messages, service code 102) has been confirmed. Zoll has confirmed that the patient was not treated by the device. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The patient using this monitor reported that they were shocked and were receiving frequent adjust belt messages. The monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (adjust belt messages, service code 102) has been confirmed. Zoll has confirmed that the patient was not treated by the device. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4). The patient using this monitor reported that they were shocked and were receiving frequent adjust belt messages. The monitor displayed a service code 102 (charge profile fault).